Event description:
It was reported that the right ventricular (rv) lead exhibited high pacing thresholds. The rv lead remained in service. No adverse patient effects were reported.

Manufacturer narrative:
Related voluntary medwatch report number: mw5148809.